Manufacturer narrative:
3this supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. A technical cause for the reported issue is not indicated. However, since the user could change between 2 modes via the foot switch, a customer's fault cannot be excluded. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported event. The biomedical engineer at the user facility further reported the procedure was completed using the same generator. There was no delay and no patient injury/harm. The patient currently has no complications. The device was inspected prior to use and no anomalies were noted. Additionally, the referenced generator was returned to the olympus service center for evaluation. A visual inspection of the unit's appearance found some white residues on the bipolar output sockets, but overall appeared to be in normal condition. The interior was inspected, found slight burnt marks on r28 resistor of the generator's sa communication board due to normal wear. When the generator was evaluated together with a test peristaltic pump afu-100 and a test footswitch it was verified that the communication between esg and afu were normal. The power output of the generator did not jump or change during inspection. The unit passed all output power inspections and the contact quality monitor is functioning properly. Based on the evaluation findings, the reported complaint was not confirmed. The test footswitch¿s toggle button would activate and change the selected test type in the mode screen only when being pressed down intentionally. A review of the generator's service history shows the purchased date of march 26, 2014 with no previous repair records. The cause of the reported event could not be determined as the generator was evaluated and functioned appropriately. However, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
During a therapeutic colonoscopy procedure, while in monophasic setting, the electro-surgical generator unit reportedly jumped from 20 volts to 120 volts while cauterizing polyps in the patient's colon. The doctor thought he might have perforated the bowels. Information received from the user facility on 10/16/2020 stated no patient injury or harm.